Event description:
It was reported that the ultrasonic broncho fiber videoscope exhibited a bunch of lines going across the screen. The issue was found during preparation for use and before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the reported event could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.